Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025, additional information was received from the manufacturer representative (rep). It was reported the cause of the ina bility to remove or add medication was "unable to be determined". The rep reported that all interventions requested by technical services were attempted. They attempted use of multiple different pump refill kids on multiple days with differing techniques to include constant negative pressure over prolonged period. The pump was replaced on (B)(6) 2025 (device registration shows explant on (B)(6) 2025.

Manufacturer narrative:
Coding was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving clonidine, fentanyl, and bupivacaine via an implantable pump for non-malignant pain indications for use. It was reported that at pump refill today, the healthcare provider (hcp) was unable to remove or add any medication. There should have been 22.8 ml left in the pump, but none was coming out. The patient was experiencing no withdrawal or therapy issues and was able to use the personal therapy manager (ptm) for boluses; the pump programming looks normal with no stalls or issues in logs. The company representative (rep) stated that the hcp tried to refill this pump last thursday and was unable to aspirate any residual medication at that time, so the patient was brought back today, and they were still unable to do so. They tried a couple different medtronic refill kits, tried holding negative pressure with an empty syringe and the hcp tried to push medication into the pump using a 5 ml syringe and they still were unable to remove or push any drug. The agent reviewed option to continue troubleshooting or to replace the pump and send back for analysis if issues persist. The issue was not resolved through troubleshooting.